Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received in good condition. There was no observed damage. Functional testing confirmed/replicated the complaint. The cause was the input manifold with an old o-ring from supplier. Changed o-ring in input manifold assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was found venting gas without cycle when it was simply switched on before adjusting the frequency and tidal volume settings. The knobs were pointing rather randomly. Customer adjusted the knobs and turned off the device. Then switched it on again as per usual settings and found it resumed normal. They then tested multiple times across days without triggering any issues. Customer consulted with the service center. They were informed the reported scenario should not have happened. Device will be returned for service. No injury or adverse effects occurred.